Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was replaced because the hcp did a dye study and the dye would not leave the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (4000 mcg/ml at 993 mcg/day) via an implantable infusion pump. It was reported that the patient reported to the emergency room with baclofen withdrawal symptoms. It was noted that the pump was within 3 months of end of service. A catheter dye study was performed and no issues were noted. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.